Event description:
Customer reported falsely elevated patient blood lead test results with leadcare ii to their inside sales representative (isr). Customer did not provide the leadcare ii analyzer serial number or blood lead test kit information. Isr notified technical services (ts). Ts attempted to contact customer to troubleshoot and left a message with the receptionist on 06/03/2026. On (B)(6) 2026, the customer reported they were unable to provide test kit lot information or analyzer serial number. Customer requested on-site training. Ts coordinated with the regional point of care (rpoc) and customer to schedule training for the week on (B)(6) 2026. Ts requested an update on training from the rpoc on 06/29/2026. On 07/01/2026 the rpoc provided an update from the customer. The customer reported out of 50 patients, falsely elevated blood lead test results were received for 3 patients. Customer reported receiving an elevated leadcare ii patient blood lead test result of 5.0 ug/dl with corresponding confirmatory test result of "normal". A copy of the test results was not provided. Customer reported level 1 and level 2 controls had been in the target range according to the package insert instructions each time they were ran. The rpoc reported most staff were performing patient blood collection according to the instructions for use (IFU). The customer is not using secondary microtainers for blood collection. A nurse reported they have had instances where, after washing the patient's hands, the child was put on the ground before the nurse was able to perform the blood collection. The nurse was unable to confirm if that patient received elevated leadcare ii blood lead test results. The rpoc stated the customer transports the capillary tube from the collection room to the testing area. Rpoc instructed the customer to bring the bottle of capillary tubes and plungers and a treatment reagent (tr) bottle to the collection room. Rpoc instructed the customer to insert the capillary tube immediately into the tr tube after collection. Rpoc reported the customer's leadcare ii analyzer appeared to have no visible moisture on the sensor deck. The sensor pins appeared golden in color and were not dirty or damaged. Ts attempted to contact customer to follow up on test kit lot information and status of patient testing. Ts left a voicemail. No further information has been provided by the customer to date.

Manufacturer narrative:
This customer reported three (3) falsely elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the patient results. The related report numbers are referenced in the respective 3500a forms for traceability.